Manufacturer narrative:
Initially it was reported in the 3500a initial that the inner sheath could not advance in the outer sheath due to the impediment. A second catheter was used to complete the procedure. There was no patient consequence reported. Clarification was received on 11-oct-2022 that the issue was resolved by changing the sheath and not the second catheter as per initially reported. Therefore, updated concomitant product section. Removed the two ¿unknown brand catheter¿ concomitant products and added ¿unknown brand sheath¿ to the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Examination of the shaft, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. After the hemostatic valve removal, a vessel dilator from other complaint and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. A second catheter was used to complete the procedure. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the hemostatic valve was dislodged inside the hub of the device. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.